Event description:
It was reported that the patient faced infusion set issue with three infusion sets . The infusion set tubing broke near cartridge that indicates structural rupture of tubing material, not detachment from a connector; therefore classified as tubing damage.

Manufacturer narrative:
Initial 3 of 3. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 8021545.